Manufacturer narrative:
No sample has been returned to manufacturing for evaluation for the report of blade bevel upside down therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was noted to have the bevel edge upside down when it created a very unusual wound in the cornea during surgery. Patient impact and current status is unknown. Additional information has been requested.